Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer had h3 and was bleeding internally. The customer was at 459 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported a keypad issue. Troubleshooting was not completed. The customer also reported highs of up to 600 mg/dl but the customer was off the pump for over 48 hours at the time. The customer was hospitalized on (B)(6) 2018 and on another occasion as well. The customer is currently using manual injections. The insulin pump will be returned for analysis.